Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the alignment block unthreaded from a screw inserter while removing a previously implanted screw. An alternative inserter was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned driver was examined. The alignment block welds have fractured, allowing the block to be loose, and the tip was slightly deformed. The tip was likely deformed due to the patient having hard bone and removing large iliac screws. The cause of the fractured welds is likely due to the tip deformation. Which allowed the alignment block to become in contact with the tulip head and when further force was applied, the mechanical capabilities of the welds were exceeded. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the alignment block unthreaded from a screw inserter while removing a previously implanted screw. An alternative inserter was used to complete the procedure without reported patient impacts.